Event description:
Complainant alleges that they were monitoring an 80 yr old female pt in cardiac arrest. They received a "lead off" message on the device's screen. They checked electrodes and multifunction cable and both connections appeared to be fine. They then pushed lead select, and received a brief wave form, the message "lead off" again. After several times pushing "lead select," the "lead off" message went away, and the device displayed the wave form. The pt subsequently expired. The complainant indicated that there was no relationship between the pt outcome and the alleged malfunction.